Event description:
C-cc-dp - detached / dissembled parts flo-0908-004 #1 (a hospital) it was reported that the connection between zero stopcock and dpt was detached during priming. Evaluation only.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Returned two units were the same lot #. Zero-stopcock of one of the units was completely broken off at uv bond joint with flotrac housing. Damage occured at flotrac housing male luer. Another kit, leakage was observed at zero-stopcock to flotrac housing uv bond joint. However, no visible defect was found on its appearance. It appeared that adhesive did not completely seal the bond area.